Event description:
The customer reported that when plugged in, the unit loses incoming line voltage. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.